Manufacturer narrative:
Multiple attempts were made to follow up and obtain release date, and customer status, however there was no response. The t:slim pump user guide states humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis (ketones level was around 20). Prior to being hospitalized, the customer attempted to treat by performing a correction bolus. During hospitalization, the customer was treated via manual injections. Tandem technical support advised the customer about labeling, as the customer had been wearing the site for 5 days. The customer was still hospitalized at the time of the call.